Manufacturer narrative:
Section a5 is unknown. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the perfusionist confirmed persistently elevated purge pressures. Tissue plasminogen activator was added to the purge solution to address the high purge pressure. Despite intervention, purge pressures remained elevated. The pump was explanted due to the unresolved high purge pressure.